Event description:
(B)(6) 2015 - the end user reported that after using the device it ripped the top layer of her skin. It is clearly noticeable and hurt and bleed. She has a white patch on her arm and hope it does not cause a scar.